Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets disconnected from unspecified access sets. It was further described that the luer lock was not securing tightly and was coming unscrewed which would result in leaking. These events occurred intraoperative while giving propofol and occurred on inpatient units. There was no patient injury or medical intervention associated with this event. No additional information is available.